Event description:
Customer reportedly received a result of 2.5 mmol/l on compact plus system 1, and a result of 7.8 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 208115, expiration date 02/29/2016). (B)(4).